Manufacturer narrative:
A field service engineer (fse) called the customer site to address the reported event. The fse had the customer remove the bf wash tip from bf incubator which resolved the issue. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 15dec2018 through aware date (B)(6) 2020. There were no other similar complaints identified during the review period. The aia-200 operator's manual under section 12 flags and error messages states the following: 4497 b/f table rotation motor overrun to positioning sensor. Cause: the positioning sensor activated improperly during rotating of the b/f table. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to an obstruction caused by a bf tip that had fallen into incubator during maintenance. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 4497 b/f table rotation motor overrun on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.